Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer was hospitalized due to high blood glucose. The current blood glucose reading is 400 mg/dl. Treated with manual injections. The blood glucose reading at the time of the event was 500 mg/dl. Customer was taking antiobiotics for urinary tract infection. Hospital treated with manual injections. During troubleshooting, time and date are correct. Programming is correct. Nothing further reported.